Manufacturer narrative:
(B)(4). The insulin pump was received with a constant force sensor calibration values corrupted alarm, problem isolated to mother board. The device was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported the insulin pump alarmed force sensor calibration values corrupted. Customer's blood glucose was 173 mg/dl. Alarm and possible causes were explained to the customer. Alarm did not occur during the rewind or prime sequence. Customer was advised to disconnect and remove reservoir. Customer was unable to rewind. Customer was unable to clear the alarm. No further information reported.